Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise was noted on the atrial lead. No intervention was performed at the time and the patient was stable with no consequences. Further information has been requested.

Event description:
Additional information received that noise on the atrial lead resulted in oversensing. Sensibility was reprogrammed to resolve the event and the patient was stable with no consequences.